Manufacturer narrative:
The device investigation observed no device issue related to the reported occlusion. However, another issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer tried using a new box of cartridges; however, the occlusion alarm reoccurred. The customer's blood glucose (bg) level was 344 mg/dl and an insulin injection was used to address the bg level. The customer disconnected from the pump and was using insulin injections to manage diabetes.